Manufacturer narrative:
A1 and a2: patient identifier and date of birth updated. E1: initial reporter phone: (B)(6).

Event description:
It was reported the device became entrapped on the filterwire and unintended movement occurred. During a procedure to treat a lesion in the left superficial femoral artery (sfa), a 2.1 mm jetstream xc atherectomy catheter was selected for use. During the initial rotation, unintended movement of the unknown filterwire was observed in conjunction with the movement of the 2.1 mm jetstream xc atherectomy catheter. When rotation has halted, it was discovered that the 2.1 mm jetstream xc atherectomy catheter was entrapped on the unknown filterwire. As a result, both the 2.1 mm jetstream xc atherectomy catheter and unknown filterwire had to be removed together as one unit. The procedure was completed with a different device of the same model. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported the device became entrapped on the filterwire and unintended movement occurred. During a procedure to treat a lesion in the left superficial femoral artery (sfa), a 2.1 mm jetstream xc atherectomy catheter was selected for use. During the initial rotation, unintended movement of the unknown filterwire was observed in conjunction with the movement of the 2.1 mm jetstream xc atherectomy catheter. When rotation has halted, it was discovered that the 2.1 mm jetstream xc atherectomy catheter was entrapped on the unknown filterwire. As a result, both the 2.1 mm jetstream xc atherectomy catheter and unknown filterwire had to be removed together as one unit. The procedure was completed with a different device of the same model. There were no patient complications as a result of this event.